Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a damaged cable. Further information received from the fse identified that the system lost communication resulting in a loss of fluoroscopic functionality. There is no report of a patient injury or death associated with this event.